Event description:
Imp ref #(B)(4).

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 5 std: ref. 01.18.135 . Lot 143134 ((B)(4) stems produced / (B)(4) sold): no anomalies found related to the problem happened. From the data collected, there are no evidences that the event is device related.